Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the evar procedure, when the physician advanced the zenith aaa endovascular graft main body, it got caught and would not advance. The delivery system was removed and it was noted that the sheath tip was frayed and slightly deformed and it had gotten caught on the vessel. The procedure was postponed. There were no patient injuries reported.